Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable sensor was inserted into the arm on (B)(6) 2025. On the morning of (B)(6) 2025, the patient reportedly did not remember waking up. He walked through the kitchen, and the reporter found him unresponsive, seizing on the ground. At the time, he did not mention what the cgm reading was displaying prior to becoming unresponsive, and it was not mentioned whether a fingerstick glucose (fg) test was done for comparison. The patient's wife called an ambulance, and when the paramedics arrived, they performed a bg reading but no value was reported. The patient also did not mention what the cgm was displaying when the ambulance arrived. The paramedics took the patient to the hospital. Upon arrival at the hospital, the they took a bg reading which was 10 mg/dl, while the cgm was reading 40 mg/dl. The patient was treated with glucagon. The patient stayed at the hospital for few hours, though the exact duration was not stated, and was discharged around 1:30 p.m. The same day. Before discharge, the patient's blood glucose was 256 mg/dl, and the cgm was reading 280 mg/dl. At the time of the report the patient was feeling better. Data was evaluated and the allegation was confirmed. The probable cause could not be determined post investigation. There were no reported glucose values available to search within the parkes error grid calculator when the patient was unresponsive. The reported glucose values fall within the a zone of the parkes error grid was taken upon arrival at the hospital. The data investigation found a difference in values that falls within the a zone of the parkes error grid. No additional patient or event information is available.